Manufacturer narrative:
Product ID 435135, lot# serial# (B)(4), implanted: (B)(6) 2010, explanted: product typ lead. Product ID 435135, lot# serial# (B)(4), implanted: (B)(6) 2010, explanted: product typ lead. (B)(4). Analysis of the implantable neurostimulator (ins) model 3116 serial # (B)(4) found no significant anomalies. The ins was functionally okay, with insignificant anomalies.

Event description:
It was reported the patient experienced pain at the implantable neurostimulator site. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.